Manufacturer narrative:
The catheter has been evaluated. It was separated at 88cm from the distal tip. Results: catheter separation.

Event description:
During an angiographic injection with contrast, it was reported that contrast did not come out from the catheter tip, but from the guide catheter's lumen. The catheter was removed from the patient and it was found ruptured at 90cm from the distal tip. No patient injury reported.